Event description:
Biomet orthopedics received preliminary clinical data from dr. (B)(6) regarding patients enrolled in a (B)(6) clinical study. It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2011 and a left total hip arthroplasty (B)(6) 2011. During post operative monitoring and testing fluid collections and a solid mass was noted. The mass on the superolateral area of the right hip measured 3.1 x 4.5 x 1.6cm and the fluid collections on the lateral area of the right hip and the anterior area of the left hip measured 6 x 4.7 x 0.5cm and 4.5 x 2.5 x 1.5cm respectively. These findings were found due to follow up testing. No further information has been provided at this time.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as limited information is available. Should additional information be received, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. The following sections could not be completed with the limited information provided. Product identification and expiration date - unknown. Manufacture date ¿ unknown. Biomet orthopedics received preliminary clinical data from dr. (B)(6) regarding patients enrolled in a (B)(6) clinical study. Please see attached abstract titled ¿prevalence and predictors of pseudotumor and elevated metal ion levels following large-diameter head metal-on-metal total hip arthroplasty¿.

Manufacturer narrative:
It was discovered that this complaint is a duplicate entry and will be voided. Event is reported on 2 mdrs filed for the same patient, reference 1825034-2013-02392 & 02399.

Event description:
.